Event description:
Over 10 years ago pt had bilateral breast augmentation followed by closed capsulectomy. 8/90 bilateral open capsulectomies with placement of textured gel implants 350cc bilaterally. 7/96 pt developed lesions (medial aspect (l) breast). Implants removed intact. Capsules removed and sent to pathology. Implants returned to pt intact. No apparent leaks.